Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: the device was received and evaluated. Visual inspection reveals that the device is worn but in as expected condition. The device was taken to a lab and plugged into an fms vue pump. The shaver speed window on the pump showed 2500 in the oscillate mode. This is an indication of a defective fms connect. The shaver speed window on the pump should display a series of dashes when the device is plugged into the pump. The probable root cause is the pcb inside of the housing is defective. Other than this possibility, we cannot discern a root cause for this failure. This complaint can be confirmed for the unspecified error code. Furthermore, a manufacturing record evaluation was performed for the finished device serial number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via phone that during a knee arthroscopy the fms vue interface cable stopped working. The case was completed with another like-device with no patient harm or delay. The sales rep was not present and could not provide any additional information. The device is being returned.